Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During procedure, it was noted that the balloon ruptured. The ruptured balloon was completely removed from the patient and the procedure was completed with a 10/2.25 flextome¿ balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood and saline solution present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The unit was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a pinhole in the balloon 3mm proximal from the proximal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at multiple locations. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were found during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During procedure, it was noted that the balloon ruptured. The ruptured balloon was completely removed from the patient and the procedure was completed with a 10/2.25 flextome¿ balloon catheter. No patient complications were reported and the patient's status is good.